Event description:
A turnbuckle on the hydraulic linkage for raising/lowering the head section of the litter failed, causing that section to drop abruptly. The pt was thrown around but did not fall from the stretcher, although the potential existed.